Event description:
Customer reported poor image quality and the system is slow in responding to the touch screen. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. (B)(4).